Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: april 2016, exact date not provided. Lot number: unknown, not provided. Sec expiration date: unknown, as lot number was not provided. Alternative report number: (B)(4). Device manufacture date: unknown, as lot number was not provided. Device evaluation: product testing was not performed as patient declined to return the product. Annual product quantity review (apqr) of 9081x product was reviewed for the period of jan. 01, 2014 to dec. 31, 2015. Catalase activity and residual solvent (acetone) of all the batches throughout the review period are within specification limit. No unusual observation was found. There was no process change during the review period which may impact on the quality of the product. No manufacturing / process deviations have been noted which may have impact on the product quality. Trend of stability data was reviewed and found within the trend. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient that she had red eyes one or two hours after wearing her contact lens that she cared for with consept onestep solution. The patient saw an ophthalmologist and was diagnosed with conjunctivitis. Doctor prescribed rinderon and levofloxiacin, eye drops. At the time of the patient's call, relief of the symptoms was reported. The patient purchased 2 units of consept onestep triple pack and experienced the symptoms when she used the first unit. Amo requested product return of the 1st unit, but the patient refused. Patient experienced symptoms in (B)(6) 2016 and then again in (B)(6) 2016. A separate MDR is being filed for the first report. This MDR represents the second event, (B)(6) 2016. A separate MDR is being filed for the solution used with the tablets.